Manufacturer narrative:
E2,e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to damage on the charge coupled device unit, the image disappeared during angulation in the upward and downward directions. In addition, the following reportable malfunctions were identified during the device evaluation: the video connector was deformed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the videoscope displayed no image during inspection for use. There were no reports of patient involvement.